Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 120 ohms. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.